Event description:
A doctor reported that poor vacuum occurred during a cataract with intraocular lens implant procedure. After exchanging the cassette, the equipment worked with no issues. There was no harm to the patient. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).